Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Picture review: the narrative could be confirmed due to the received picture. The instrument is separated into two parts. A product investigation was conducted. Visual inspection: the visual inspection confirmed that the shaft of the handle is broken off. The handle has come loose from the shaft. The instrument is in used condition, there are heavy marks of hammer blows visible. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. A functional test can not be performed of the detected damage. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were between 582 - 597 hv10 also within the specification of 580 - 620 hv10. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: our investigation has shown that the complaint condition could be confirmed due to the broken shaft. Based on the received information we are not able to determine the exact cause which leads to such a breakage. We do suppose that the device encountered unintended forces, such as excessive force application during surgery, which finally caused the post manufacturing damages. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. A device history record (DHR) review was conducted: part: 03.010.410. Lot: l788951. Manufacturing site: (B)(4). Release to warehouse date: 06. March 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in finland as follows: it was reported that on an unknown date after sterilization process in sterilization center it was noticed that the impactor for proximal femoral nail antirotation (pfna) blade was broken. There was no patient involvement reported. This report is for one (1) impactor f/pfna blade. This is report 1 of 1 for complaint (B)(4).